Manufacturer narrative:
Manufacturer ref#: (B)(4). Model# igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: an image review found the celect filter was uneventfully placed in an infrarenal location in normal ivc anatomy. However, at time of retrieval approx. 50 days after filter placement both grade 1 and grade 2 interactions were noted; three primary filter legs showed grade 1 interaction and one primary and two secondary filter legs showed grade 2 interaction. The patient was asymptomatic and the filter was uneventfully retrieved. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter (lot # e3203513) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 to < 11 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 6.3 degrees. On (B)(6) 2014 pre-retrieval CT (52 days post-procedure): site: grade 1 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1: four. Number of filter legs with grade 2: two. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Number of filter legs with grade 3: zero. Patient outcome: on (B)(6) 2014 (52 days post-procedure), the filter was retrieved endovascularly, via the right internal jugular vein, with no difficulty. There was no extravasation of contrast after filter retrieval. The patient has exited the clinical study. No device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect&#59398;filter (lot # e3203513) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 to < 11 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 6.3 degrees. On (B)(6) 2014 pre-retrieval CT (52 days post-procedure): site: grade 1 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1: four. Number of filter legs with grade 2: two. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Number of filter legs with grade 3: zero. Patient outcome: on (B)(6) 2014 (52 days post-procedure), the filter was retrieved endovascularly, via the right internal jugular vein, with no difficulty. There was no extravasation of contrast after filter retrieval. The patient has exited the clinical study. No device related adverse events have been reported.